Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2015. Approximately 7 years and 3 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Event description:
Legal case USA. Original description summary: as reported via legal documentation the patient had a left knee replacement on (B)(6) 2015. Approximately 7 years and 3 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Unable to locate surgeon/patient/serial number in ebi. No serial numbers available. Historical record and smartsolve searched for sn/patient name with no results. Additional information: implant date: (B)(6) 2015, dr. (B)(6). Explant date: (B)(6) 2022, dr. (B)(6). As reported via legal documentation the patient had a left knee replacement on (B)(6) 2015 due to osteoarthritis. Approximately 7 years and 3 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. Revision op report postoperative diagnosis: aseptic loosening, left total knee. There was extensive friable synovitis consistent with loosening and an aggressive synovectomy was performed. The surgeon noted the femur was wiggling clinically and was able to be removed by hand. Underneath the cement was fairly extensive cavitary defects and the majority of the lateral femoral condyle was hollowed out and a large area of femoral metaphysis was hollowed out. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. No device return anticipated due to this being a legal case.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10: concomitants: (B)(6), 02-010-03-0240 - logic cr femoral cem, left, sz 4. (B)(6), 200-02-35 - three peg patella 35mm. (B)(6), 02-012-49-4011 - logic cr tib insert slope++, sz 4, 11mm. (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t.